Manufacturer narrative:
This device is not available for testing and evaluation.

Manufacturer narrative:
The patient had a fractured genesis stent that was implanted in the patient, and required hospitalization for about 2 weeks. The stent was implanted on (B)(6) 2015 and the patient returned on (B)(6) 2015. The patient is alive. Complications included restenosis, flow limitation, and prolonged hospitalization. The target was the superior mesenteric artery (sma). The lesion was 1.5cm. The patient¿s anatomy was normal, and heavily calcified. Stenosis was greater than 70%. Only one stent was placed. The stent was post dilated with a boston scientific 6x20 sterling balloon. The fracture was identified with CT. The stent did not completely fracture. The device is not available for analysis as the stent remains implanted in the patient. The product was not returned for analysis. A device history record (DHR) review of lot 17168244 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent fractured-in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification and a rate of stenosis greater than 70% may have contributed to the reported event. Stent fractures are well-known potential complications of this type of procedure and are listed in the IFU (instructions for use) as such. Blood vessels are prone to and undergo biomechanical forces such as flexion during movement. Also, the vessels may be compressed by external structures. This may lead to restenosis or thrombosis, also well-known potential complications of this type of procedure. In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces likely contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(4). Additional information will be submitted within 30 days of receipt no code available for hospitalization.

Event description:
As reported, the patient had a fractured genesis stent that was implanted in the patient, and required hospitalization for about 2 weeks. The stent was implanted on (B)(6) 2015 and the patient returned on (B)(6) 2015. The patient is alive. Complications included restenosis, flow limitation, and prolonged hospitalization. The target was the superior mesenteric artery (sma). The lesion was 1.5cm. The patient's anatomy was normal, and heavily calcified. Stenosis was greater than 70%. Only one stent was placed. The stent was post dilated with a boston scientific 6x20 sterling balloon. The fracture was identified with CT. The stent did not completely fracture. The device is not available for analysis. Addendum 11/25/15: the patient had chronic mesenteric ischemia with a superior mesenteric artery stent (sma) placed for sma stenosis. The patient was readmitted with recurrent symptoms and found to have a sma stent fracture on followup CT.